Event description:
It was reported that approximately one month post implant of a bifurcated device and a limb extension in the right common iliac artery, the patient presented in the emergency room with ischemia of left leg with paralysis and numbness sensation. A follow-up angiogram revealed the left limb of the bifurcated device was occluded. The physician performed a femoral-femoral bypass procedure and left leg fasciotomy to address the limb occlusion. It was reported that the patient tolerated procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. CT images were provided and reviewed by a clinical representative, however there was insufficient information to determine the cause of the reported limb ischemia. There was no indication that the device may have caused or contributed to the reported event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.